Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and less than one (1) colony forming units of revivable microorganism was identified. The obtained results are in conformance with the requirements. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
The customer provided response to the questionnaire regarding contaminated endoscope. Precleaning was performed immediately after patient procedure. There have been no deviations or concerns in reprocessing. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948 channel cleaning adapter. The device passed the leak test. The detergent used was aperlan poka-yoke. The brushed points were instrument/suction channel, suction cylinder and instrument channel port. The endoscope was stored in drying cabinet. The device will be returned. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The hygiene microbiological investigation report from the customer indicated, the rinse water tested positive for 13 colony forming units (cfu) of pseudomonas aeruginosa with a mix of low risk microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information received regarding device return and devcie evaluation findings. The returned device was evaluated and there were few findings. The bending section cover had leakage. The light guide rod lens was cracked. The distal end cover had a scratch. The adhesive of the bending section was separated and deteriorated. The switch box unit was damaged. The universal cord was wrinkled. The scope connector cover was damaged. The bending tube movement was disoriented. The biopsy channel had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.